Event description:
It was reported that the user contacted support during a full supply change for an ilet system using an inset teflon infusion set, and an elevated glucose reading of 269 mg/dl was noted after breakfast; troubleshooting and education were completed, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included guided troubleshooting and education regarding infusion set management and postprandial glucose interpretation. Investigation of this case revealed no device malfunction or alarm activity, and the event was consistent with postprandial hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.